Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the core smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core smart cable and confirmed the "no image" issue. The technical service representative reported that the core smart cable was not recognized when it was connected to test equipment. The camera image quality test was performed and failed. The technical service representative attributed the "no image" issue to cable failure. Since the customer had already received a replacement glidescope core smart cable, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope core smart cable, there was no image, or the screen would intermittently lock-up. The customer confirmed the reported issue by testing the cable with multiple batons and other known good monitors. A delay in the procedure of an unknown duration occurred as an unspecified backup device was obtained. No harm to the patient or user was reported.